Event description:
Device 1 of 3. Ref MFR reports: 1627487-2013-01735 and 1627487-2013-01736. It was reported the pt's scs system was removed several years ago (date unk). The reason for explant is unk.

Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.